Event description:
It was reported that during a peripheral cyroplasty treatment procedure a balloon rupture occurred. The target lesion was located in the severely calcified mid superficial femoral artery. The .035 polarcath balloon burst after an unspecified number of inflations. The procedure was completed with a different device. No patient complications were reported and the patient status is listed as ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).